Event description:
On (B)(6) 2014, a covidien kangaroo nasogastric feeding tube was placed. A cxr to confirm placement was done and was read by the radiologist as too far to the right, under-penetrated and suboptimal. However, the film was digital and the practitioner viewed the film in real time and though the ngt was identified on the film in the stomach. On (B)(6) 2013, the pt was given approx 50cc of tube feeding in incremental boluses. The rn checked for placement with an air bolus before initiating the feed. However, shortly after giving the bolus, the pt started gurgling and tan blood tinged secretions were suctioned. A kub was performed due to abdominal distention and it was revealed that the ngt was in the right mainstem bronchus. The ngt was immediately removed causing a pneumothorax which required chest tube placement. No further complication was noted as a result of the pneumothorax. Ultimately, the pt expired, unrelated to the pneumothorax caused by the ngt. MFR ref # 9612030-2014-00021.